Event description:
It was reported that the patient with this pacemaker was found unresponsive. When checking the data collected by the device, an eight-month-old alert for high out of range pacing impedances of 2014omhs on the right ventricular (rv) lead was also discovered. Technical services (ts) was consulted and in analyzing the data noted noise which appeared to be electromagnetic interference (emi) being oversensed on the ventricular channel. Ts and the health care professional (hcp) noted that there appeared to be no correlation between the symptoms the patient experienced and the device. This pacemaker remains in service. No additional adverse patient effects were reported.